Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call being hospitalized twice due to high blood glucose levels and had high blood glucose for the past two weeks. At the first hospitalization, her blood glucose was 813 mg/dl. She stated that she also had high blood glucose of 525 mg/dl even though she had not yet eaten and tried to bolus using the insulin pump. Her most recent blood glucose was 311 mg/dl without any symptoms. She was unsure whether the bolus history displayed all entries. She was advised to program a 0.2 unit bolus into the air, which recorded in the history. She declined to do a high pressure test. By the end of the call, she was able to lower her blood glucose to 211 mg/dl. She noted blood at the insertion site, for which she declined to troubleshoot. She was advised to change her entire set and rotate insertion sites. She declined to provide further details regarding the two previous hospitalizations. She was advised to check with a doctor for bolus amounts, sites, and programming.